Event description:
Additional information - it was reported that the patient had initially presented remotely when the oversensing was noted. To address the oversensed post-paced t-waves, the device was reprogrammed. There were no patient symptoms or consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was oversensing post-paced t-waves. Additional information was requested but not received.